Event description:
During a routine follow-up, automatic mode switch episodes due to noise on the atrial channel were observed. Atrial lead insulation damage was suspected. The device sensitivity was reprogrammed and the patient will be monitored. The patient was stable.